Event description:
Patient reported obtaining a blood glucose result of 458 mg/dl, while using the suspect device. Patient indicated that no action was taken based on this result. Four hours later, patient phoned her doctor and was advised to come in to have her blood glucose checked. Patient indicated that, one hour later, her blood glucose measured 138 mg/dl, on physician's blood glucose monitor. No treatment was received. Patient stated that, 10 minutes later, she retested blood glucose on the suspect device and obtained a result of 439 mg/dl. Patient reportedly waited 5 minutes, retested, and obtained a result of 193 mg/dl; 5 minutes later, blood glucose measured 158 mg/dl. No patient injury was reported and no treatment was received. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.